Event description:
The customer reported that insulin squirted out during the manual prime process. The blood glucose reading was 235mg/dl. The customer stated that she removed the device when she noticed that her blood glucose was dropping. Troubleshooting was performed. Instructed the customer to change the infusion set and reservoir and to restart the priming process. Reviewed the alarm history and no alarms found, but the customer stated that the drive support cap was sticking out. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a protruded/loose drive support disk.